Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. The display lens was severely scratched and the verify screen was not clearly legible.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched and the reporter was unable to read the screen safely. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.